Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter hospitalized due to high blood glucose level unknown date. Customer¿s current blood glucose was unknown. Customer stated that the insulin pump stopped delivering insulin and customer was ended up in the hospital and they stopped insulin pump therapy. The insulin pump will not be returned for analysis.